Event description:
It was reported that the customer experienced a past low blood glucose (bg) level; specific value was unknown, cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER (date was unknown) with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.